Event description:
Strong resonant noise comes from the machine during ventilation; in service mode, test8: the width of the hysteresis curve is too large

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it has been confirmed that the device failed to meet its specifications. It is unknown whether a patient was involved. The root cause was determined to be a defective inspiratory valve due to aging. In consequence the defective component was replaced. There was no reported patient or user harm.